Manufacturer narrative:
Medtronic received information that this 20mm pulmonary valved conduit was implanted due to tetralogy of fallot and pulmonary atresia. Five years post implant, a 31mm cryolife pulmonary homograft was placed. Ten years following the homograft placement, a bare metal stent angioplasty was performed for moderate stenosis with moderate calcification and mild insufficiency. Four months following the implant of the bare metal stent, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted. Four years following the tpbv implant, the patient was successfully treated for endocarditis with six weeks of antibiotic therapy. No additional adverse patient effects are reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years and 9 months post implant of this 20mm pulmonary valved conduit in a (B)(6) pediatric patient, it was replaced valve-in-valve with a transcatheter bioprosthetic pulmonary valve. The reason for replacement was not reported. No additional adverse patient effects were reported.